Event description:
It was reported that during an ablation of the posterior tibial artery, a 3.5x20 empira nc ptca balloon catheter burst at 14 atmospheres (atm). Upon removal of the balloon via a 6f 25cm non-cordis sheath in the right femoral artery, the balloon got stuck and subsequently could not be retrieved from the sheath. While pulling on the hub, the balloon crinkled, and the tip separated from the shaft. The distal marker of the balloon was in the vessel (right femoral artery) and the proximal marker was in the tissue tract. The wire was left in place and surgery was required to perform a cut down and to remove the tip of the balloon from the patient¿s groin. Attempts were made at removing the portion of the balloon under fluoroscopic guidance. Only one of the markers could be removed, for which the incision was extended further and dissection was carried down to reach the edge of the femoral artery. The remainder of the ruptured balloon was carefully removed along with the wire. The patient is now in stable condition and able to resume normal activity. The vessel was calcified and had proximal eccentric 70% stenosis. A non-cordis wire was used during the procedure. The empira was first inflated at 4 atm, which reduced the 70% stenosis to less than 5% residual. The tech noted that during the last inflation, the balloon ruptured at the distal end, making the balloon ¿rigid¿ and difficult to remove. The device was prepped normally. No kinks or other damages were noted prior to inserting the product into the patient. There were no difficulties removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There was no resistance/friction when the device was inserted into the sheath. There was no difficulty advancing the device through the vessel or crossing the lesion. Excessive torquing was not required and the catheter was never in an acute bend. The device will be returned for analysis.